Manufacturer narrative:
(B)(6). Evaluation of the pump revealed that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The product was returned and it was noted that the pump failed force sensor calibration testing .the pump was opened for further investigation and it was observed the spoke shim plate was dimpled. The complaint is being reported due to the alleged issue.